Event description:
The customer had her blood glucose tested while at the doctor's office and the readings was 89 mg/dl. She also retested using her contour meter and received a reading higher than 400 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.